Event description:
The patient reported symptoms of headaches. A x-ray imagine confirmed that the stator was dislodged. Thus they decided to explant the valve and replace it with a new one.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that a visual examination revealed that the cam mechanism, cam mechanism pillar and x ray dot were dislodged therefore; the cam position/pressure could not be determined. Upon further examination the valve was dismantled and examined under appropriate magnification. It was found that the valve casing was cracked with a bump mark in the valve casing, which might suggest that it is possible that the device was subjected to some form of impact causing the cracked condition of the device. This however could not be confirmed. Also noted was that the cam mechanism was also damaged. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Enhancements were introduced to this design (B)(4), which was designed to minimize this type of dislodgment. Based on the review of the lot records, it was determined that this device was manufactured prior to the enhancements. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.